Event description:
The patient claimed she was found unconscious and required medical intervention for a blood glucose reading of 23 mg/dl on (B)(6) 2012 at 11 pm. When she regained consciousness in the hospital that same day, she discovered the cartridge she had filled with 100 units of insulin earlier that day was empty. Her blood glucose was "ok" and reportedly had been under 200 mg/dl the entire day. Her son came home at 11 pm and found the patient unconscious. He could not get a numeric reading on the patient as her blood glucose read "low." When the paramedics arrive, the patient tested at 23 mg/dl. An IV was started while the patient was transported to the hospital. While the patient was at the hospital, she received IV glucose treatment and was taken off of the subject pump. Her blood glucose elevated to 596 mg/dl during her hospital stay and was treated with insulin shots. Eventually, her blood glucose resolved to 264 mg/dl. The patient was advised to remain off of insulin pump therapy until she received her pump replacement. During troubleshooting, the animas representative confirmed the patient was disconnected from the subject pump during priming. The patient was able to see a drop during the priming process. Her basal segments were all accounted for in the pump history. The advance features and the date/time setting were programmed correctly. Reportedly, the emptied cartridge that was filled with 100 units of insulin could not be accounted for. This complaint is being reported because, the patient required hcp treatment for a blood glucose reading of 23 mg/dl while the patient was on insulin pump therapy. The subject pump is being requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed the battery was changed on (B)(4) 2012 8:46 pm, the cartridge was not changed at that time and had only 31 units remaining in the cartridge. An empty cartridge alarm was recorded on (B)(4) 2012 7:33 pm. After the cartridge change, 115 units remained in the cartridge. On testing, the pump correctly recognized a filled cartridge and alarmed properly when the cartridge reached 0 units remaining. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and accurately recorded in the history. Keypad testing revealed all keypad buttons were normally responsive without defects or malfunction. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately with no functional defect.